Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the keypad button was under responsive. The customer alleged that the backlight, down and up arrow buttons were under responsive to user presses. There as moisture noted in the keypad. The keypad was also noted to be missing/peeling. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/06/2016 with the following findings:during investigation, the keypad cover was missing. The button contacts were damaged. A leak test was performed and failed due to the leak in the keypad. The pump was opened to find no moisture damage. No moisture was found in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.